Event description:
Boston scientific received information that this pacemaker detected pacing impedances in the middle 500 ohms to middle 600 ohms range in the bipolar configuration for some time on this ventricular lead. However, the lead safety switched had been tripped for an impedance less than 100 ohms. However, approximately (B)(6) months ago the impedances were 260 ohms but the lead configuration was switched to uniploar, which might have been a weekly average. There was oversensing seen in unipolar so the device was programmed back to unipolar. Several lead impedance tests were run with all impedances reported as normal.

Manufacturer narrative:
Technical services discussed when a lead safety switch would occur and advised troubleshooting. The field representative reported the patient had left the clinic and would recommend having the patient return within a month's time for follow-up. No adverse patient effects were reported. Multiple attempts were made to clarify the patient and model/serial. However, the clinician has not provided this information to the field representative to date. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.